Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified an increase of 10 mm in diameter of the aneurysm sac with no evidence of endoleak. An intervention is not scheduled to treat the aneurysm at this time.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the root cause of the aneurysm enlargement could not be determined with the provided information. Additional device implanted and involved in this event: pxc121200/7453485.